Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant product: 600cc artoura breast tissue expander, catalog #smxp140rh, serial # (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female underwent primary breast reconstruction with 600cc artoura breast tissue expanders. Post procedure, bilateral deflation was diagnosed through a physical examination. As a result, bilateral prosthesis replacement with 600cc artoura breast tissue expanders was performed on (B)(6) 2018. (See 1645337-2018-02251 for contralateral prothesis report).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/11/2018. Device evaluation summary: it was reported that a (B)(6) year old caucasian female underwent primary breast reconstruction with 600cc artoura breast tissue expanders. Upon receipt by mentor, the device returned with clear fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed according with mentor procedures and it revealed a rent measuring approximately 0.5 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 7493579 was reviewed on (B)(6) 2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/25/2019, mentor became aware that previously-submitted reference number 1645337-2018-02185 were duplicated. Any additional event information received will be reported under this manufacturer's report number as applicable. Manufacturer¿s reference number: (B)(4).